Event description:
The MFR received a medwatch from the facility on 11/4/96. After investigation it was determined that the pt had lost in excess of 3 kg of fluid more than the machne indicated was removed. It was reported that a high tmp alarm occurred prior to the pt experiencing hypotension. The tmp alarm was reset and the treament continued. The pt became hypotensive and received normal saline. The hypotension continued and the treatment was discontinued. The pt recovered and was restarted on dialysis using another machine. The machine in question was removed from the treatment area for inspection by the facility machine tech. He found a part leaking, replaced the part and rebuilt the uf pump. The facility has confirmed that the machine has been operating properly since. The only part available for return to the MFR is the prefilter.